Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown size diameter thoracic aortic aneurysm. It was reported that during the index procedure, the delivery system had been advanced to follow the outer curve of the thoracic aorta and the stent graft was deployed from this position. The patient's map was intentionally lowered during the deployment. During the initial stages of deployment, the physician felt the device slipped back approximately 2 cm. The device was deployed, however an additional valiant navion device (vnmc3737c182te) then had to be implanted as a proximal extension to cover the originally intended sealing zone. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per the physician, mid-deployment, the stent graft jumped back a considerable distance, with the main body of the stent graft refluxing back into the aortic arch in a sudden and uncontrollable fashion. The stent graft was being deployed on the left carotid. During the procedure, the patient's systolic blood pressure was pharmacologically reduced to 100mmhg. It was reported that the guide wire was being pushed forwards to ensure that the delivery device was on the outer curve of the aorta ahead of delivery. The device traced and positioned successfully. The stent graft jumping was after deployment of 2-3 stents and was not controllable. It was reported that when the device jumped back, it pulled back the pigtail catheter with it out of the arch, leaving a partially deployed device and no imaging. The device then had to be fully deployed in the absence of imaging. It was also reported that pressure was maintained along the greater curve during the procedure and it was a non-elective out of hours case. It was also reported by the physician that medtronic did not do a sufficient job disclosing the differences in delivery systems between captivia and navion. It was reported that the physician believes the navion device is not as accurate as captivia. It was also reported that the facility does not like to use the rapid pacing technique and prefer to lower blood pressure by more traditional techniques.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.